Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakage event on 29-apr-2024. The infusion set was in use for less than 24 hours. The blood glucose level at the time of event was 165 mg/dl -230 mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. No further information available.